Event description:
It was reported that this patient's right ventricular (rv) lead showed an anomaly, although no exact reason was mentioned. Inquiries were made about what would happen if the patient's pacemaker goes into safety mode. Technical services provided the answers. Further information was received indicating this lead was having loss of capture (loc). The patient was brought to the clinic for device interrogation to determine underlying rhythm. The results were positive, the patient did have underlying rhythm at the time of the interrogation in the mid-50s, the patient was evaluated for nearly 3 minutes and no evidence of asystole was seen. No information was obtained relating to the cause of the loc on the rv lead. This issue was discussed with the patient's physician and no further actions were taken. Eventually, additional information was received indicating this rv lead was surgically abandoned and replaced due to loc. No additional adverse patient effects were reported.